Event description:
It was reported that the customer's insulin pump was exposed to moisture. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump received with blank display due to corrosion on electronic assembly. The insulin pump received with minor scratches on display window, cracked case at display window corners, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.